Manufacturer narrative:
Article citation: "jebbia, mallory, et al. ¿gram-negative bacteria are associated with decreased salvage rate in the infected tissue expander: developing a standardized protocol for management of infected tissue expanders.¿ the breast journal, vol. 26, no. 7, 2020, pp. 1429¿1430., doi:10.1111/tbj.13761." The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Through journal article "gram-negative bacteria are associated with decreased salvage rate in the infected tissue expander: developing a standardized protocol for management of infected tissue expanders" 40 patients were noted to experience "infection within 60 days of initial mastectomy." Affected side not reported. Device status is unknown.